Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Device evaluated by manufacturer?: no. Lens was implanted and remains implanted. Method: - device work order search. Results: device work order search: a device work order search was performed and no similar complaint was found. Conclusion: conclusion not yet available. Evaluation in progress. A current investigation involving malfunctions on pre-loaded injectors is ongoing. (B)(4). Lens remains implanted.

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon used a ks-1 elastimide iol preloaded injection system. When advancing the lens to insert into the patient's eye, it was tough to push and felt resistance. The lens was implanted, no patient injury or lens damaged reported.